Event description:
It was reported to covidien that the unit had missing segments on the display. There was no pt harm reported.

Manufacturer narrative:
Covidien verified the missing segments on the display. Isolated to the ui/lcd board. The board was replaced.